Event description:
The device was used during an unspecified procdure. Reportedly, the instument was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.